Event description:
Reporter stated the infusion device has had high power consumption and then shut-down during the night without providing an error message. The customer's blood glucose elevated above 500 mg/dl as a result. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).